Event description:
Syringe with amiodrone 900mg/50mls set at 2.0mls/hr. After 1 hour patient heart rate dropped to 40 bpm and infusion stopped. It was noted that 18mls had been infused. Patient had to be paced. Confirmed no long term patient injury.